Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. On 10-aug-2016 it was reported that the patient told his current pump managing physician that in 2016, sometime before (B)(6), his ¿pump had malfunctioned and delivered 6x the dose he was supposed to get¿ and he ended up in the ER (emergency room). The patient had overdose symptoms. The symptoms had come on suddenly. Per the patient, his pump was not functioning anymore and he wanted it explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.